Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci sales professional reported that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. A pre-procedure femoral angiogram revealed no presence of pvd/calcium int he vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that during pull back, between the 1st and 2nd stop, the entire device pulled out. The physician checked the balloon and found lakes in the balloon. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.